Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37712, serial#: (B)(4)) found no significant anomaly. The ins was in a overdischarged state when received for analysis. According to the trace report taken from the ins, the battery was last recharged on (B)(6) 2012. The call to report no telemetry issues and perform physician mode recharges was received on (B)(6) 2012. According to the trace report, the output was in the on state from (B)(6) 2012 to (B)(6) 2012 at which time the ins battery had depleted to the lock mode and the output was automatically shut off. It is unclear why it appears the device was on and running and yet no records were recorded after (B)(6) 2012 of any recharge attempts or programming changes. It is possible, but cannot be proven, that there was an issue that cleared as the result of allowing the battery to overdischarge before it could be analyzed. In the analysis lab the ins recovered telemetry after one physician mode recharge and it was noted that there was only one overdischarge count. The ins was tested for several days at both 43 degrees c and 10 degrees c to attempt to duplicate the reported telemetry issue; however, there was always good telemetry with both a patient programmer and the 8840 physician programmer. Good, stable output was measured on all electrode pairs after recovery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional review determined this event was also reported under MFR. Rep. # 3007566237-2012-00392. All future follow-up will be conducted under this MFR. Rep. (# 3004209178-2012-04249).

Event description:
It was reported that the patient presented with a complaint that he could not align the recharger with the ipg, and was concerned of the battery going flat. After meeting with the patient and trying to recharge the ipg with 3 consecutive clinician restarts there was no positive response from ipg. An x-ray was arranged to check for position of ipg and it was found to be sitting in the correct position. The clinician reviewed the x-ray and suggested an ipg replacement. A further clinician recharge was tried with no result. The patient continued to try recharging at home with no result. The ipg was replaced on (B)(6)-2012 with the patient experiencing an immediate positive response to his back pain once programming took place. The new ipg was programmed and the patient returned to normal work / life duties. It was reported that there was no injury, and the patient recovered with sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).